Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 7, 2018, the patient underwent a revision surgery due to the broken dynamic hip screw (dhs) standard barrel plate. The dhs standard barrel plate failed when the patient fell five months postoperatively. There were no fragments generated from the broken device. The plate, along with an unknown number of screws was removed and patient was revised to a proximal femoral nail antirotation (pfna). No other medical intervention was required. The dhs standard barrel plate was originally implanted on (B)(6) 2018. The procedure was successfully completed with no surgical delay. Patient was stable following the procedure. Concomitant devices: lag screws (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part: 281.180s . Lot: l304333 . Manufacturing site: selzach supplier: früh verpackungstechnik ag. Release to warehouse date: 13.02.2017 . Expiry date: 01.february 2027 . Non-sterile 281.180 / 9867795 was manufactured in grenchen part: 281.180 lot: 9867795 manufacturing site: grenchen release to warehouse date: 04.april 2016 the device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. X-rays were reviewed and the complaint condition that the plate has broken could be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: year of event reported as 2018; however exact date of postoperative plate failure is unknown. Additional device product code: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the patient originally had a hip surgery and was implanted with dynamic hip screw (dhs) standard barrel plate on (B)(6) 2018. The implant dynamic hip screw (dhs) standard barrel plate failed after five months of implantation. It was unknown if there was a surgical delay. There was no patient outcome reported. Concomitant devices reported: lag screws (part/lot number unknown, quantity: unknown). This is report 1 of 1 for complaint (B)(4).